Event description:
A catheter occlusion was reported. The catheter was replaced on (B)(6) 2013. The product issue was resolved, though the cause of the issue was not determined. The representative was not aware of any prior procedures done to determine the catheter occlusion. It was unknown if there were patient symptoms or complications associated with the event. The patient¿s status was alive and without injury. The medications infused were morphine, bupivacaine, and clonidine. A representative later reported that the patient experienced increased pain. A catheter access port study was performed. The physician was unable to draw any cerebrospinal fluid back. The location of the catheter occlusion was noted to have been ¿most likely at the tip¿. The cause of the occlusion was noted to have been ¿most likely the combination of morphine, bupivacaine, and clonidine produced a grainy substance¿. The patient was noted to be doing well.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: catheter; product ID 8590-1, lot# n098678, implanted: (B)(6) 2007, product type: accessory. (B)(4).